Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula crimped event on (B)(6) 2024 . The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.